Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes have condensation in tubes. The following information was provided by the initial reporter: "customer asks if tube can be received with what appears to be condensation for product 366643."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes have condensation in tubes. The following information was provided by the initial reporter: "customer asks if tube can be received with what appears to be condensation for product 366643."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the photograph did not indicate device defect. Droplets visible on the inner side of the walls is additive. 100 retained samples were taken and were visually inspected. No defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, because the condensation mentioned by the customer is an additive. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.